Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported dislodged and bent cannula or any other product condition to have contributed to the patient's ketoacidosis and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / pages 43-44 warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels reached 23.7 mmol/l (427 mg/dl). The following morning, (B)(6) 2018, the patient went to the emergency room (ER) with a bg level of 19.2 mmol/l (346 mg/dl) and was diagnosed with diabetic ketoacidosis (dka) and gastroenteritis. The patient was vomiting and ketones were present. Treatment provided included intravenous fluids and manual insulin injections. The patient noted the cannula had dislodged from the infusion site and appeared bent. The patient reported her child had bumped the pod prior to experiencing the high bg levels and she believes that to be the reason the cannula had dislodged. The pod was worn between 4 and 24 hours on the abdomen. A new pod was applied at the ER and when the patient left her bg levels had reduced to 7.2 mmol/l (130 mg/dl).

Manufacturer narrative:
The cannula assembly was fully deployed and the needle completely retracted. The overall length of the soft cannula was measured and found to be within specification. No issues were noted that would result in the cannula dislodging or a bent/kinked cannula. The device was found to have damage to the top housing. Inspection of the interior components observed excessive damage as well. Due to the damage noted, communication could not be established and the downloadable data was not retrieved. It could not be conclusively determined if there were drive issues during the use of the device that would correlate to the reported event due to the data not being available. The cause of the damages could not be determined.